Manufacturer narrative:
(B)(4)

Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: during a laparoscopic low anterior resection, the staple did not fire. The endogia handle was changed and re-fired, again the staple did not fire. The procedure was converted to an open procedure. During the open procedure, the surgeon used a contour stapler and did the eea procedure. Because of this issue, the surgeon created a temporary stoma. There was unanticipated tissue loss. It was confirmed that this patient has died.

Manufacturer narrative:
(B)(4).